Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
Pt underwent evar for abdominal aortic aneurysm (57 mm diameter) on (B)(6) 2013. Pt had parallel proximal neck with no plaque/thrombus. Had main body, and 2 spiral-z iliac legs implanted without any difficulties. A molding balloon was used but no info regarding the use was provided. Completion angiogram showed that the devices were pt with no evidence of external compression, flow-limiting kinks, thrombus, or endoleaks. Follow-up CT on (B)(6) 2013 (41 days post-procedure), showed no change in the size of the aneurysm. The devices were pt, with no evidence of external compression, flow-limiting kinks, thrombus, or migration. An unk type of endoleak was noted.